Event description:
Customer's spouse reported customer was lying across the bed, not moving so the spouse tested the customer on the finger with the freestyle meter. The spouse received a result of 40 mg/dl and tested again and got 50 mg/dl. The customer was able to walk out to the car and was taken to the ER. The customer was treated with 2 glusose IV's and fluids. The reported freestyle readings were consistent with the customer's symptoms and the treatment they received.